Event description:
This was a left-sided lead extraction to remove two fractured cardiac leads. The ra lead (1688t) was initially the only lead to be extracted, however, after further examination of the rv lead (1590), exposed cables were noted and the decision was made to also extract the rv lead. The ra lead was extracted easily using a 14f glidelight laser sheath. The 14f gl was then used on the rv lead. After about 15 seconds of lasing, snowplowing of the insulation was noted about a quarter of the way down the svc coil, so the physician upsized to a 16f glidelight. At this time, the patient¿s pressure was stable. The 16f glidelight was introduced into the vasculature and lasing was continued until the sheath reached the middle of the rv coil. A slight drop in pressure was noted but was thought to be attributable to the pulling on the rv (pressure dropped to 90/50). The rv lead popped loose and as the sheath and the lead were being removed together, no pressure was observed. The surgeon was at the patient¿s side within 30 seconds and it was determined that the patient needed an open procedure. Bypass was set up, fluids were opened all the way, and epi was administered. Blood was introduced (four units), however upon further inspection, the surgeon noted that the svc has sustained significant damage and was beyond repair. Rescue interventions were ceased and the patient expired.

Manufacturer narrative:
Placeholder.